Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(4).

Event description:
The customer reported the device is beeping constantly, charge button failure, device error service required message. There was no report of patient involvement.

Manufacturer narrative:
.

Event description:
The customer reported the device is beeping constantly, charge button failure, device error service required message. There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient. The device was not in use when the problem occurred.